Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.

Manufacturer narrative:
(B)(6) follow up for device evaluation. It was reported that black specks were observed in the syringe. To support the investigation, one sample in an opened blister pack was received and evaluated by the quality team. A visual inspection was performed at 10x and then 30x magnification no defects, imperfections, or foreign material were observed. A device history record review was completed for material number 302830, lot 5212126. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were issued, and all processes and final inspections met specification requirements. To date, no other similar events have been reported for this lot. Based on the investigation, including analysis of the returned sample, the customer reported condition could not be confirmed.

Event description:
It was reported that the bd syringe 20ml ll s/c 48 had foreign matter. The following was provided by the initial reported: material#: 302830, batch#: 5212126 verbatim: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: yes, item: 302830, quantity affected: (B)(4) ea serial/lot number: (B)(6). Po: (B)(6). Are any samples available for return? No. Are samples potentially contaminated or biohazard? N/a. Reported issue: dr. Was drawing propofol into a 20 ml syringe prior to the patient entering or 6 when he noticed small dark gray/black specks in his syringe. A mini spike was used, and no dark flakes of any kind were seen within the vial of medication. The coloring matched the rubber plunger within the syringe. The vial and syringe were disposed of by dr. For patient safety reasons, and a new vial and syringe were used for the case. Noted before use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.